Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. This is one of three reports (3007042319-2015-01921, 2015-01922 and 2015-01923) submitted for devices related to the same event.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The patient manual outlines recommended practices for power management including expected battery behaviors and actions to take including replacement of devices which exhibit abnormal behavior. The steps for handling and properly connecting power sources in order to prevent damage are outlined as well as instructions for routine inspection of the power connection ports. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps and sequence for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of three reports (3007042319-2015-01921, 2015-01922 and 2015-01923) submitted for devices related to the same event.

Event description:
It was reported by the hospital staff that the patient complained of random beeping and battery switching at night primarily from port two of his controller. The manufacturer's field representative met with the patient and ventricular assist device (vad) coordinators in the clinic. All of his equipment was examined and some batteries were found to have bent pins and debris. The manufacturer's representative observed him doing power source exchanges and noted that he is "very hard on his equipment." We went over making good connections. His controller was very dirty but the pins seem to be intact on that side. Equipment was cleaned and patient was given the handout "living with the hvad" the patient was issued new batteries, and this seems to have resolved the problem. Critical battery alarms were confirmed with review of log as well as multiple double disconnects as evidenced by controller start-up/motor start events. The batteries were replaced and are being returned to the manufacturer for evaluation.